Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. No additional information is available at the moment. The file is closed. The investigation will be re-opened should additional data become available.

Event description:
Hm reported shock impedance greater than 150 ohms. All other values were within range and no noise was evident. Advised to evaluate lead further. Lead currently remains implanted. No adverse patient events were reported. Should additional information become available, this file will be updated.